Event description:
It was reported that after an infusion set change on an ilet system using a teflon cannula, the site developed a raised area with purulent drainage and the user experienced persistent hyperglycemia despite insulin delivery, while the cannula was reportedly not bent and the location was subject to torso movement and pressure. Symptoms included localized pain, swelling with a firm subcutaneous bump, and drainage consistent with a suspected site infection, along with elevated blood glucose. Outcomes included user and caregiver management at home with continued monitoring and education on alternative site placement, without medical facility treatment. Investigation included complaint intake review, review of photos and lot information, and user education on infusion site selection and technique. Investigation of this case revealed evidence consistent with an infusion site complication with leakage leading to inadequate insulin delivery and a suspected local infection at a high-motion, high-pressure site. It was concluded that the event was consistent with hyperglycemia due to unclear cause, with contributing factors likely related to infusion site location and local site complication; product malfunction was not confirmed.